Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that the lead exhibited noise during pocket manipulation in addition to the high defibrillation and high pacing impedances. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a partial connector portion of lead was returned in one piece measuring 14.8 cm. The reported events of high defibrillation lead impedance, high pacing lead impedance and noise could not be confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after experiencing a vibratory alert. Upon interrogation, it was noted that the vibratory alert was due to a high defibrillation impedance on the right ventricular lead. There was a sharp increase in the defibrillation impedance and the pacing impedance had been fluctuating within range since (B)(6) 2020. Programming changes were made. The patient was in no distress and was discharged.